Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. It was noted that sub cuff atrophy was suspected. The aus was explanted and replaced. There were no additional patient complications.